Manufacturer narrative:
(B)(4). The customer reported the front panel has no response. There was no report of pt involvement. The device was evaluated by a philips field service engineer, and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer.

Event description:
The customer reported the front panel has no response. There was no report of pt involvement.